Event description:
It was reported that the surgeon attempted to insert an aa4203tl toric silicone single piece lens, but the lens tore in the cartridge. There was no patient contact.

Manufacturer narrative:
H6: evaluation codes: results: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.